Manufacturer narrative:
Device evaluation completed on june 05 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 500cc returned device. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry issue. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 32-year-old african american female who underwent an unknown breast surgery with a mentor memorygel, 475cc on the right, and 500cc on the left side silicone prosthesis experienced right-sided silent-rupture, and bilateral asymmetry issue post procedure. The issue was discovered during surgery as a result, patient underwent bilateral mastopexies and bilateral replacements with allergan prosthesis: right replaced with ssx-615 25641921 left replace with ssx-615 25592973 on (B)(6) 2023. This report relates to the left side.